Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console before use. No patient was involved. No harm to any person has been reported. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console before use. No patient was involved. No harm to any person has been reported. A getinge service technician investigated the affected rotaflow console (rfc) with s/n (B)(6). The technician was able to confirm the reported "head error". The rfc (rotaflow console) control board pcba kit (article number 701034051). Additionally, as part of the service one hl20_rubber foot 24x12 rpm/tpm (article number 701054567), batterypack ni-cd 24v 132wh (rfc) (article number 701017188) and the rf power plug us (article number 701073671) has also been replaced. After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. The review of the non-conformities was performed on 2022-04-27 and during the period of 2011-10-01 to 2022-04-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2011-10-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.